Event description:
During a follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected but not confirmed. X-ray imaging was performed and no anomalies were noted. No intervention has been performed. The patient was stable.